Manufacturer narrative:
(B)(4). Age at time of event: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01985 and 2134265-2016-01986. It was reported that stent thrombosis occurred and the patient died. Target lesion #1 was located in the proximal left anterior descending (lad) artery. Following pre-dilatation of the lesion with a 2.5x10 cutting balloon twice at 8 atmospheres for 20 seconds in each inflation, a 28 x 2.50 promus premier¿ drug-eluting stent was deployed in the distal portion of the mid lad at 11 atmospheres for 20 seconds on the first inflation and 14 atmospheres for 20 seconds on the second inflation. Subsequently, a 12 x 2.50 promus premier¿ drug-eluting stent was deployed at 14 atmospheres for 30 seconds on the first inflation, 16 atmospheres for 20 seconds on the second inflation, and 18 atmospheres for 20 seconds on the third inflation, overlapping the proximal end of the previously implanted 28 x 2.50 promus premier¿ stent. Target lesion #2 was located in the mid circumflex artery. Following pre-dilatation of the lesion with a 2.0x20 emerge balloon catheter, a 28 x 2.50 promus premier¿ drug-eluting stent was deployed at 11 atmospheres for 20 seconds on the first inflation and 14 atmospheres for 20 seconds on the second inflation. The procedure was completed; however, thirty minutes later, the patient became diaphoretic. The patient was sent back to the catheter laboratory and the patient's left side was viewed which revealed the previously implanted promus premier¿ stents were completely closed off. Subsequently, the two vessels were wired and multiple balloon inflations were performed with a 2.0x20 and 2.5x20 emerge balloon catheters. Medications were administered, a balloon pump was placed, chest compressions were administered, and a code was ran for over two hours; however, the patient died.